Manufacturer narrative:
(B)(4). Potential lot# 23f15k0846.

Event description:
The customer alleges that upon remove of the arterial line, the catheter severed. The hub was removed, but the catheter remained inside the artery and had to be surgically removed. Intervention - surgery was performed on the patient's hand. The condition of the patient is reported as fine. No patient consequence.

Manufacturer narrative:
Qn#: (B)(4). The customer returned the hub portion of the used catheter. The separated piece of catheter was not returned. Visual inspection of the area where the catheter body separated was performed via microscope. The jagged appearance of the fracture surface indicates that cracking/tearing occurred, causing the separation. No stressing was observed to indicate that the body was stretched. The catheter separated 0.25 inches from the end of the hub. A device history record review was performed and no relevant findings were found. The instructions-for-use (IFU) provided with this product describes suggested techniques for securing the catheter to prevent damage. The IFU suggest the catheter not be secured in an area of flexion, care should be exercised that the catheter body is not inadvertently kinked when it is being secured, and that no securements are attached to the catheter body. The IFU also describes suggested techniques for removing the catheter to prevent damage. Excessive force should not be used when removing the catheter and the process of removal should be stopped if resistance is met and institutional polices should be followed. Other remarks: the customer reported issue of the catheter separating was confirmed during sample investigation. During visual inspection of the customer supplied photos and the sample itself it was determined that the catheter body separated 0.25 inches from the hub. Examination of the fracture surface showed that cracking/tearing had occurred. However, the probable cause of this issue could not be determined because a complete sample was not returned for investigation.

Event description:
The customer alleges that upon remove of the arterial line, the catheter severed. The hub was removed, but the catheter remained inside the artery and had to be surgically removed. Intervention - surgery was performed on the patient's hand. The condition of the patient is reported as fine. No patient consequence.